Manufacturer narrative:
The device history record was reviewed, and no irregularities were noted. The plate breakage in this case probably caused by the excessive force applied to the position of the plate and screws. We concluded that the quality of this product has no relation to this event. The osferion bone void filler package insert status in the following section: warning and precaution: important basic precautions: when load bearing capacity has been weakened or reduced due to fractures, etc., osferion should only be used if the bone can be reliably immobilized by using external or internal fixations etc. Otherwise, compaction of fractures may occur. If necessary, the fracture should be stabilized using external or internal fixations to prevent post-implantation migration or extrusion of the osferion due to loosening. Adverse events: fracture, fever, pain, local sensation, red flare, inflammation. This report is being submitted as a medical device report is an abundance of caution. Additional comment: we submitted the initial report on dec 24th 2019. This is resubmission.

Event description:
A patient underwent high tibial osteotomy (hto) for the patient's right lower limb. The surgeon in charge of the patient fixed the osteotomized tibia with a bone plate and bone screws (locking screw) and implanted artificial bone material into the bone defect created after the osteotomy. About 19 months after the hto, the patient underwent hto for the patient's left lower limb and hardware removal (removal of the plate and screws) for the right lower limb on the same day. During the hardware removal, the surgeon found that engagement between a locking screw and the bone plate had been released and the screw protruded about 5 mm from the surface of the bone plate. After removing eight screw pieces, the surgeon noticed the presence of plate breakage. Comments from the surgeon: the physical activity of the patient is high. The right osteotomized tibia had caused a slight correction loss during the follow-up period before hardware removal. The correction loss might be attributable to the plate breakage.